Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the xenon light source brightness adjustment does not work and cannot make tissue distinguishable. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections d8, d9, h4, and h6 were updated. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the light issue could not be determined. Olympus will continue to monitor field performance for this device.